Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose level. The customer low blood glucose level was in the range of 30 mg/dl and high blood glucose level was upper 300 mg/dl. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.